Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00174. Related manufacturer reference number: 2938836-2020-00175. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Event description:
New information states that the patient expired due to a probable pulmonary embolism, cardiogenic shock, heart failure and acute myocardial infarction.

Manufacturer narrative:
Correction: manufacturer report 2938836-2020-00173, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).